Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that clinical patient underwent an initial right hip arthroplasty on an unknown date and an initial left hip arthroplasty on (B)(6) 1993. Subsequently, an irrigation and debridement procedure was performed on the right hip on (B)(6) 1993 due to infection. Patient underwent a left hip revision on (B)(6) 2005 due to bone deficit, poly wear and osteolysis. Patient then underwent a closed reduction on the left hip on (B)(6) 2006 due to dislocation. Patient was revised again on the left hip on (B)(6) 2007 due to recurrent dislocations. Operative report noted osteolysis and an "acetabular component that was in a vertical position and grossly unstable." No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown date implanted - unknown; (B)(6) 1993; (B)(6) 2005. Date explanted - (B)(6) 2005; (B)(6) 2007. PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and/or allergic reaction." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that clinical patient underwent an initial right hip arthroplasty on an unknown date and an initial left hip arthroplasty on (B)(6) 1993. Subsequently, an irrigation and debridement procedure was performed on the right hip on (B)(6) 1993 due to infection. Patient underwent a left hip revision on (B)(6) 2005 due to bone deficit, poly wear and osteolysis. Patient then underwent a closed reduction on the left hip on (B)(6) 2006 due to dislocation. Patient was revised again on the left hip on (B)(6) 2007 due to recurrent dislocations. No further information has been provided.